Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded excessive radio frenquency (rf) communication failed attempts. The attempted rfs were drainning the battery from the crt-d in an undesired way. It was recommended that the cause for the failed rf communication attempts be determined. The crt-d remains in service at this time. No adverse patient effects were reported.